Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.5/2.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The reporter states that the patient has an ustable distance vision. Lens remains implanted. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Patient identifier: (B)(6). Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Manufacturer narrative:
B5 - reportedly, problem is resolved. "The patient has gotten used to the situation and does not want any further interventions." Claim# (B)(4).